Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the sixth complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The provided photos shows opened packaging tray of two port kits with introducer sheath and dilator not found inside the tray. However, the investigation is inconclusive for the reported component missing as the package was found opened in the provided photos and the exact circumstances at the time of opening the package are unknown. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), device not returned.

Event description:
It was reported that prior to a port placement procedure, the device vascular introducer sheath was allegedly found missing in the kit. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified. Expiry date: 03/2022.

Event description:
It was reported that prior to a port placement procedure, the device vascular introducer sheath was allegedly found missing in the kit. There was no patient contact.